Event description:
It was reported that during a robotic laparoscopic sleeve gastrectomy procedure, when the stapler was fired only half the staples were fully activated on the second firing. The first firing was fine. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? Asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Second. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? Unknown. The analysis found that one device was returned in good visual condition and with an ecr60t reload loaded in the device. The reload was received fully fired from the right side and partially fired from the left side with the outer row fully fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.